Event description:
It was reported that on (B)(6) 2012 during a procedure of the left anterior descending artery (lad), a proximal 2.5 x 38 mm xience prime stent and a distal 3.0 x 15 mm xience v stent were implanted. There was no reported adverse patient effect. It was reported that on (B)(6) 2012 during a procedure of the mildly tortuous, heavily calcified, concentric, de novo 75% stenosed proximal right coronary artery (rca), after pre-dilatation the 3.0 x 38 mm xience prime stent delivery system (sds) was deployed at the lesion. Post-dilatation was performed; the stent was implanted properly to the vessel wall and the procedure was completed. It was noted by the physician that although the lesion was heavily calcified, the procedure was completed without any big problem. Blood flow was reported as stable before and after the procedure. There was no reported adverse patient effect. Reportedly, on (B)(6) 2012, the patient was treated for a heavily calcified, 90% stenosed, de novo proximal lesion of the diagonal, a non-abbott guide wire was delivered to the lad, and the asahi fielder fc was delivered to the distal diagonal as a protection. After pre-dilatation with the 2.5 x 15 mm non-abbott balloon catheter, the 2.5 x 38 mm xience prime stent was delivered toward the lesion. The xience prime was advanced and was implanted proximal side next to the xience prime stent.

Manufacturer narrative:
(B)(4). A 2.5 x 15 mm non-abbott balloon catheter was delivered to the proximal vessel and a 2.0 x 12 mm mini trek balloon catheter was delivered to the distal lad to perform a kissing balloon technique (kbt). The procedure was completed. It was noted that on (B)(6) 2012, the patient remained hospitalized with complaints of nausea and left shoulder pain. An electrocardiogram was obtained and st segment elevation and thrombosis were confirmed. An emergent coronary angiography and procedure was performed. It was noted that the patient was in shock and had a decreased level of consciousness. Thrombosis was confirmed at the proximal segment of the xience prime stent. Additionally, the vessel was noted to be occluded by thrombus appearing in the 2.5 x 38 xience prime and 3.0 x 15 mm xience v stents implanted in the left anterior descending (lad) artery. The physician felt that the thrombosis appeared at the rca and affected the thrombus which appeared in the lad. A thrombuster catheter was delivered to the lad and suctioned, and a non-compliant balloon was used. The thrombuster catheter was delivered to the rca and suction was attempted but the catheter could not cross; only the balloon was inflated. Timi3 flow was confirmed in both the lad and the rca and the blood flow was reported as stable, however, the thrombosis repeatedly appeared. An intra-aortic balloon pump (iabp) was inserted and repeated balloon inflations were performed and the procedure was completed. The patient remains hospitalized. Though requested, no additional information was provided. Concomitant medical devices: stents: 2.5 x 38 mm, 3.0 x 38 mm xience prime. There was no reported product deficiency and the product was not returned. The reported patient effects of nausea, pain, thrombosis, and shock, as listed in the instructions for use (IFU), are known adverse patient events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience stents are being filed under a separate manufacturing report number.